Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros troponin I es results were obtained from a single patient sample and one troponin I free sample run on a vitros eci immunodiagnostic system. The most likely assignable cause is an unexpected instrument performance; however, the possibility that an unexpected reagent performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.

Event description:
The customer observed non-reproducible higher than expected vitros troponin I es results from a single patient sample and one troponin I free sample run on a vitros eci immunodiagnostic system. Vitros patient result: 0.343 ng/ml vs expected of <0.012 ng/ml. Troponin I free sample result: 0.688 ng/ml vs expected of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).